Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump was 15 minutes off. The customer stated the pump time has been adjusted and is now accurate. Customer's blood glucose level was not impacted. Tandem technical support requested pump date be uploaded for review; however the customer declined.